Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: "malfunction of the device will result in a complete section of the anastomosis without stapling. We will be forced to perform a new anastomosis with the placement of the anvil in the colonic stump using the purse forceps and a cut of the rectal stump which will be stapled again with the ta forceps at the level this time of the section between the middle rectum and the upper rectum. A trans-sutural end-to-end anastomosis is performed with a device ecs29, this time complete stapling and a perfectly satisfactory sealing test." No change in post-operative care. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an anastomosis, the device did not staple but it cut the colon. Anastomosis could not be performed. Colic and rectal recut to perform a new anastomosis with another device.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2020. D4: batch # u5az0u. Device analysis: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.